Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Local service department of olympus could not identify the cause of ccd failure. Therefore, omsc presumed that ccd failure was due to aging.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to the service department of olympus. The service department of olympus checked the subject device and found that the reported phenomenon was caused by the failure of ccd. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during an unspecified timing, there was no visibility. On (B)(6) 2021, during the incoming inspection for repair at the service department of olympus, it was found that the camera head did not present an image. There was no report of patient injury associated with the event.